Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: d10, g3, g6, h2, h4, h6, and h10. Event occurred during preparation for use. Prior to issue being noted monitor and cable were tested and checked. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts. Another camera head was used for the set up. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device yielded no image. This is attributed to the faulty charge couple device (ccd) unit. In addition, the video connector failed on leak test due to thin cracks and the coupler is bent. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, when connected to the machine, the device yielded no image. There is no patient involvement.